Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, discomfort, unspecified injuries and a product problem. No further patient complications were reported in relation to this event. (B)(4).